Event description:
A company representative reported that the tip of an es2 k-wire fractured during surgery and remains lodged in the patient's bone. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
A company representative reported that the tip of an es2 k-wire fractured during surgery and remains lodged in the patient's bone. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient.